Event description:
Customer reported the insulin pump alarmed while customer was attempting to change the settings. Customer did not know blood glucose level. Customer stated the alarm did not occur after a battery change. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No alarms were noted on the pump. The pump passed the self test, but was received with minor scratches on the display window and a cracked reservoir tube lip.